Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed to fill the balloon.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed to fill the balloon, autofill failure alarm malfunction. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) to investigate the issue. The fse resolved the issue by relocating the pim. The fse verified that the unit is in good working condition.